Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Based on the information reviewed, a definitive cause for reported hematoma could not be determined in this incident. The reported patient effect of hematoma is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report during the procedure, an atrial septal hematoma was noted. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade of 4+. After the steerable guide catheter (sgc) crossed the septum and the clip delivery system (cds) was being manipulated an atrial septal hematoma was noted. It was not known what caused the hematoma. The hematoma was monitored throughout the procedure and other physicians were consulted. It was advised that this may have been caused during transseptal puncture and should resolve on its own. The clip was therefore implanted without issue reducing mr to 2+. There was no further management for the hematoma was performed. There was no delay in the procedure. The physician called the sales rep on (B)(6) 2019 to advise the patient is well post procedure, the hematoma is reducing and no change in mr. No additional information was provided.